Manufacturer narrative:
The light-guide cable was not returned to olympus for evaluation/investigation as there was no malfunction and the device is still being used by the user facility. However, as clearly stated as a warning note in the instructions, the telescope's distal end or the light-guide connector must not be placed on the patient's skin, on flammable materials or on heat-sensitive materials as otherwise there is a risk of thermal injury to the patient's tissue, burns to the patient's or user's skin or burns or thermal damage to surgical equipment. The user facility staff apparently did not follow these instructions as the patient reportedly sustained a second-degree burn on the thigh after the telescope connector of the light-guide cable was placed onto the medical drape sheet while the connected light source was already turned on. Therefore this event/incident was attributed to abnormal use/off-label use and the case will be closed from olympus side with no further actions. However, the event/incident will be recorded for trending and surveillance purposes and the user facility staff will be trained again on the correct usage of the olympus medical devices.

Event description:
Olympus was informed that during or after an unspecified therapeutic procedure at unknown date, it was noticed that the patient sustained a second-degree burn on the thigh. Prior to this, the user facility staff reportedly placed the telescope connector of the light-guide cable onto the medical drape sheet while the connected light source was already turned on. No further information was provided but none of the olympus medical devices showed any malfunction and the intended procedure was reportedly completed with the same set of equipment.